Event description:
It was reported that physician found unreal episodes of ams due to noise in the atrial channel. Reprogramming was made which solved the issue. Good values of sensing, threshold capture and impedance. No adverse consequences for patient due to the event.